Event description:
The clinician reports the implant was inserted 2019-04-03 in ada 7 of the patient's mouth. Immediate extraction site. On (B)(6) 2019, non-osseointegration was verified. The device was forwarded to the manufacturer. At the event the patient experienced: pain, swelling, fistula and inflammation. No further patient complications were reported.